Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems implanted. The issue described below pertains to the thoracic ipg. It was reported the patient had not charged and used the system for approximately six months. As a result, surgical intervention was undertaken on (B)(6) 2106 to explant and replace the ipg.